Manufacturer narrative:
(B)(4). Catalog number 062941-001 is the international list number which meets the requirements of the similar product listed which is the us list number. The device involved in the event was not returned, it remains implanted; stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2017 the patient in (B)(6) had a percutaneous endoscopic gastrostomy (peg)tube placement. On (B)(6) 2017 the patient got an infection in stoma post surgery and was treated with IV antibiotics and was given 10 days of oral antibiotics. The patient was discharged from the hospital on (B)(6) 2017. On (B)(6) 2017 the infection had cleared.